Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated a lead warning alert and an observation relating to pacing.

Event description:
It was reported that during use of right ventricular (rv) lead, an alert triggered. Review of received information indicated low impedance, and pace pulses unsuccessful. It was also reported that pectoral stimulation at higher outputs occurred. Rv lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.